Event description:
It was reported that following an ablation procedure, many patients experienced complications. The complications included disturbance of sodium metabolism, short-term memory dysfunction, worsening of seizures, and respiratory failure. There were no further patient complications reported in relation to this event.